Event description:
It was reported that the battery indicator light of the wireless recharger keeps flashing and patient was not able to charge the rec harger properly. They suspected a hardware problem. Reset was performed but did not work. They tried to replaced the dock of the recharger but the problem still exists. There shouldn't be a problem with the recharger dock. A replacement will be arranged and the issue was resolved. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Analysis of the wireless recharger (serial #: (B)(6) ) revealed that the recharger was unresponsive and the leds were scrolling continuously. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.